Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and a boston scientific engineer who recommended a download of the device data be completed and sent in for review. Additionally, the caller was instructed to obtain an x-ray and perform further invasive testing to rule out a perforation and to confirm acceptable lead measurements with a pacing system analyzer (psa). Subsequent information was received stating that the lv vectors were reprogrammed which resulted in a pacing impedance of 1500 ohms and a threshold of 1.6 v @ 4ms. Fluoroscopy was performed which was unremarkable for any issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implant testing of the system identified a pacing impedance measurement of 2800 ohms on the left ventricular (lv) channel with the lead configuration of e1 to e2. All other measurements were stable and within normal limits. The following day, testing was performed with the cathode configured as e1 and lv pacing impedance was less than 200 ohms and a noise message was elicited. However, the threshold test showed capture as far down as 0.1 v. No adverse patient effects were reported.

Manufacturer narrative:
The patient came into the clinic for further testing which produced impedance measurements within range. It was noted that when the impedance test was initiated, the patient reported a sharp pain which went away almost immediately. The caller stated that even though the previous echocardiogram did not reveal any evidence of a significant effusion, a tip perforation was still suspected to have caused the reported issues. A download of the device data was performed and evaluated by a boston scientific engineer who stated that the diagnostic data shows the device is currently displaying normal operation. However, clinical observations and post implant diagnostics could indicate a compromise in certain programmed vectors. The engineer stated the device performance should continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.